Event description:
It was reported that, "after the implant was in, the doctor wanted to trial the insert he try putting in size 11 and it cracked and when putting in a 3 it also cracked."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR # 2249697-2010-01875.